Event description:
Olympus medical systems corp. (Omsc) was informed that when the endoscopic retrograde cholangiopancreatography was completed and the tjf-q290v was pulled out, the tip cover had fallen off near the mouthpiece (endo-reader multi type z, top). The dropped item was collected. The facility speculated that the cover might have come off when the scope was pulled out. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus, but two unused covers (lot number: h0z02) were returned on january 5, 2022. As a result of confirming the fit to the scope using the unused item, it was confirmed that it would not come off the scope unless the tip cover was damaged if it was installed normally without damage. The manufacturing record of the lot number h0z02 was reviewed and found no irregularities. Following information was obtained. Pre-inspection was carried out that there were no abnormalities such as cracks in the cover immediately after mounting on the scope. The usage of anti-fogging agents is unknown. From this information, it was presumed that the cause of the tip cover falling off was as follows. Because the mounting to the scope was insufficient, the cover was easy to detach from the scope. When attached to the scope, the cover was damaged by pressing the cover diagonally, making it easy for the cover to detach from the scope. Anti-fogging agent adhered to the cover, damaged by chemical attack, and the cover was easily removed from the scope. However, in another case that occurred at the same facility, there was no damage to the cover at the time of the drop-off detection, so it was likely that the mounting on the scope was insufficient. Since the subject device was not returned, the exact cause of the reported event could not be conclusively determined. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, b3, d8, d10, g2, and h6. A1/d8/d10/g2: information added to these fields were inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the returned unopened product of the same lot (h0z02), but it was confirmed that the indicated event was not reproduced. The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The dropped cover was not returned, and two unused covers were returned. Additional information was noted: -immediately after mounting on the scope, the facility conducts preliminary inspections to ensure that there are no cracks or other abnormalities in the cover. -whether anti-fogging agent is used or not was unknown. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. The probable cause was likely the following: -because the attachment to the scope was insufficient, the cover became easily detached from the scope. -by pushing the cover diagonally when attached to the scope, the cover was damaged, making it easy to remove the cover from the scope. -the anti-fogging agent adhered to the cover and was damaged by a chemical attack, making it easy to remove the cover from the scope. However, in another complaint (B)(6) that occurred at the same facility around the same time, there was no damage to the cover when it was discovered to have fallen off. Complaint history review: the same issue occurred at the same facility under patient identifier (B)(6). A similar complaint from another facility was patient identifier (B)(6). As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.